Event description:
On (B)(6) 2021 a (B)(6) male patient underwent a cerebral angiogram for right middle cerebral artery bifurcation aneurysm. At the end of the procedure, an unsuccessful attempt to close the arteriotomy site was encountered due an intravascular resistance. A decision was made to use a perclose closure device. Upon deployment of the perclose device the sutures were not attached to the device. The medical record shows that the device was malfunctioning and persistent "open position" and further attempts to manually remove the device may result to vessel rupture. The patient was taken to the operating room for the removal of the malfunctioned perclose device, exploration of right femoral artery, profunda femoral endarterectomy, vein patch repair, profunda femoris artery extending onto medial circumflex artery and reimplant lateral circumflex artery. During the procedure the perclose device was noted to have entered the profunda femoris at the bifurcation of the lateral and medial circumflex arteries. Calcified vessels were noted. The confluence of the medial and lateral circumflex, and profunda femoris was destroyed by the device. Extensive repair of the vessels was performed. Blood flow resumed through the system with easily palpable pulses. The wounds were inspected for hemostasis. Floseal and surgicel were used. Jackson-pratt drain was applied. Incision was closed in layers of vicryl suture. Dermabond was applied. The patient remained intubated and was transferred to cardiovascular intensive care unit. On (B)(6) 2021 the patient was discharged home. FDA safety report ID # (B)(4).